Event description:
It was reported that prior to a coronary artery stenting procedure, stent damage was discovered. The lesion being treated is unk. After unpacking, prior to use, when the device was removed from the protector tube, it was noticed that stent edge had been lifted up. The procedure was completed with another of the same device. There were no pt complications reported, and the pt's condition is "good".